Manufacturer narrative:
The device history record (DHR) was reviewed for the reported lot number.  No quality issues were reported. The sample for this report was not returned for evaluation, therefore the root cause could not be determined for this event. No action will be taken at this time.

Event description:
Based on the information reported by the customer, a patient had an allergic reaction to the adhesive clear window on the drape. &#1029;r the information received the patient is allergic to tegaderm. The patient was prescribed benadryl, zinc oxide cream and triamcinolone 0.1%. Patient was discharged to home post-op day three.